Event description:
It was reported that this right ventricular lead experienced fracture, due to this, it exhibited high out of range pacing impedance measurements. This has been a gradual rise over time. Additionally, high out of range shock impedance measurements were observed. An analysis of the system data was requested to technical services (ts). At this time, no analysis and no programing changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the shock impedance measurements were also observed increasing in a gradual manner. Troubleshooting, reprograming and further evaluation of the lead was discussed. This lead remains in service. No adverse patient effects were reported.